Event description:
It was reported that in the pt¿s room approximately a week after the catheter was inserted into the pt¿s subclavian vein, the catheter became blocked. As a result, the catheter was removed and replaced without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up will be filed if additional information becomes available.